Event description:
Boston scientific received information that during the implant procedure it was difficult to place this right atrial lead into the patient heart. Finally, after several attempts, the lead was implanted. Shortly after the implant this lead had dislodged. A repositioning procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information noted that this lead was repositioned with no complications.